Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after four years, the patient experienced right lateral chest/rib pain. Cat scan chest demonstrated two curvilinear metallic bilateral fragments of the ivc filter in the right and left lower lobes and 3rd metallic body in the myocardium of the left ventricle laterally. Further cat scan abdomen demonstrated ivc filter with four legs extending external into the retro peritoneum. Therefore, the investigation is confirmed for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter legs detached. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the filter struts are detached in the left and right lower lobes of the lungs and left ventricle of the heart. The patient reportedly experienced pain; however the current status of the patient is unknown.